Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation wherein all device components were removed. The explanted products were discarded per hospital policy. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 5056749, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 5056938, UDI: (B)(4).